Event description:
Rptr was calling on behalf of his relative who lives in taiwan and has experienced the er1 message in the past. Rptr stated that his relative simply retested satisfactorily. Co reviewed possible causes of the er1 message. Rptr stated his relative does not perform the control solution test. Co also reviewed technique for control solution test.